Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2; -4.0 diopter implantable collamer lens; which was intended for the patient's right eye (od); had tore during loading into the injector. This occurred on (B)(6) 2022. Intraoperatively a same model/length back up lens was implanted and this resolved the problem. The cause of the event was reported as unknown.